Event description:
It was reported that patient was to have a MRI as of this date for neuritis, radiculitis unspecified. Patient indicated that it was also for rule out "inflammatory mass". Patient had developed back pain and numbness to his right leg two months ago and after that developed left hand numbness. Drug delivered via the device was prialt. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model #: 8731; serial #: (B)(4); implanted: 2006 (B)(6), explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).